Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implant was not working properly and the patient needed reprogramming. No known event led to this issue. It was later reported the reprogramming was not able to fully cover the patient's pain areas. The patient went back to her hcp for x-rays. Additional information received from the hcp reported that the patient took a 7-8 hour car ride immediately after her surgery, which caused lead migration. The hcp reported that the problem was with the lead, extension and the stimulation adaptor. The patient underwent a surgical revision. Patient outcome was not provided.